Event description:
Serious injury involving two people. A report was received from foreign country in connection with incidents of microbial keratitis which was reported in the british journal of ophthalmology (br j ophthalmol 2002; 86: 355-357) in december 2001. Ciba vision has been unable to obtain further details or the lot numbers of the products involved from the authors of these reports.